Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""fracture of an s-rom stem at the sleeve-stem junction" written by kilian rueckl, md, friedrich boettner, md, ulrich bechler, md, elexis c. Baral, bs, timothy m. Wright, phd, and peter k. Sculco, md published by arthroplasty today xxx (2018) 1e5 https://doi.org/10.1016/j.artd.2018.02.004 on 9 february 2018 was reviewed for MDR reportability. The article reports a case study of (B)(6) year old female who received right tha with s-rom modular hip system with sleeve and biolox ceramic head and pinnacle cup with poly liner in december 2013. In june 2017 she developed r thigh discomfort with pain worsening the next few days leading to the emergency department with report of inability to bear weight on right leg. Radiograph showed a fracture stem at sleeve-stem juncture but no loosening or periprosthetic fracture. Revision surgery was performed in july 2017. Explanted components reveal corrosion and fretting on both stem and sleeve along with intraoperative findings of metal debris. No further information provided.